Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
A medtronic representative reported that the site staff could not remember what step of software the issue occurred. They also could not remember if the software was unresponsive to user prompts (mouse/footswitch) or navigation. There was no reccurrence of this issue since original incident was reported. The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a cranial procedure using framelink 5.4.1, in conjunction with nextframe, the software became unresponsive for approximately one minute while using the foot switch on the screen. After one minute, function returned and the software moved forward with no additional issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.